Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: art. No. 1788-010-000i/sn: (B)(6). Customer comments: device restarts from time to time. Faults found: after several hours of testing, the failure couldn't be reproduced. Failure code: na. Action taken: software update to the latest version installed. Final inspection performed. Tests: function test. Result: all test passed. Item has been sent back to the customer. Probable root cause: faulty solder joints in video path. Faulty prism board or connectors. Faulty xboard or ch cable connectors. Break in ch cable core. Faulty hdmi cable. Faulty ccu power supply. Internal ccu cable failure: power and/or communication. Improper/no fuse installed. Ac inlet board. Main board: video processor. Digital board: fpga.transition board: coax connector. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. Poor system grounding. Improper ccu timing. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.